Manufacturer narrative:
(B)(4). Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an incomplete staple line at the corner about 1 cm. Another device was used to complete the procedure. There was no reported patient consequence.